Event description:
Patient underwent end of life pacemaker generator change. After change, pauses noted on EKG. Returned to or. Lead replaced for suspected fracture. Evaluation not done as old lead was capped and tied down. (Pacesetter's system inc.: vvi/aai bipolar programatith iii; model no. 242-6; serical no. 47891 was the generator removed)invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.